Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having lung problems and shortness of breath. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged having lung problems and shortness of breath related to CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on aug 13 , 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged having lung problems and shortness of breath related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer can confirm that there was evidence of sound abatement foam degradation/breakdown in the base unit. While the pil did not note any unusual noise emitting from the device while running, the noise heard is most likely caused from the combination of external unknown heavy dust/dirt contamination and sound abatement foam degradation found within unit. There is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card. There is an unknown moderate dust/dirt/fiber contaminate present at the iso port entrance, under ui knob, and at the accessory port. The device's downloaded event log was reviewed by the manufacturer and found 3 errors. The manufacturer concludes there was evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.